Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx to treat a severely tortuous, severely calcified lesion exhibiting 95% stenosis located in the proximal left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that there was difficulty navigating the stent when attempting to cross the lesion. Stent deformation occurred in vivo and the damaged stent was removed using a cutting balloon. The patient was reported to be alive with no injuries.